Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision; asr xl - right hip; reason for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl - right, reason(s) for revision: unknown. (B)(6). This is the second of three revisions. (B)(4) for the first revision and (B)(4) for the third revision. In this revision the xl cup and xl head which were implanted (B)(6) 2006 were revised. The s-rom stem which was implanted (B)(6) 2006 remained in situ and the new xl system was implanted. Update 17 feb 2015: rec'd claimsuite - had to query as claimsuite was a mixture of all revisions. File handler sent legal letter rec'd from (B)(6). Letter notes patient's sex and reason for revision: acetabular component loosening plus additional product - a taper sleeve. No surgeon or hospital given on claimsuite or dint and no further details available. Surgeon and hospital on claimsuite apply to 3rd revision only. 1st revision: (B)(4), 3rd revision: (B)(4).